Event description:
Since 2007, in situ measurements have shown changes in impedances in individual channels. The user reported that the hearing impression has not changed significantly.

Manufacturer narrative:
Additional information: according to the information received from the field in situ measurements show several channels with hi status likely due to a minor damage to the active electrode. In addition the recipient experiences sporadic pain in the neck due to undetermined reasons. Reportedly hearing performance is not affected and the device remains implanted and in use. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Since 2007, in situ measurements have shown changes in impedances in individual channels. The user reported that the hearing impression has not changed significantly.